Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post chronic catheter placement procedure via lower right abdomen, the hub of the catheter allegedly crack. It was further reported that the catheter allegedly had leak. Reportedly, the tape was placed on the cracked hub and the catheter was removed from the patient. There was no reported patient injury.

Event description:
It was reported that sometime post chronic catheter placement procedure via lower right abdomen, the hub of the catheter allegedly crack. It was further reported that the catheter allegedly had leak. Reportedly, the tape was placed on the cracked hub and the catheter was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for the reported fracture, fluid leak and identified material separation issues as the connector hub attached with the drainage bag was noted to be fractured and broken into two pieces. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.